Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that inpen was not recording the exact doses dialed. Customer stated that dose amount recorded in inpen was greater than 1.0 unit. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.